Manufacturer narrative:
Concomitant products: product ID 8711, lot # n108247021, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient complained of an increase in pain and the pump was checked. There was no diagnostic testing at the time of report, but would be performed in the future. The patient symptom of pain and low back pain were reported. The pump was used to deliver morphine. It was later reported per a health professional, that the patient was admitted to the hospital on (B)(6) 2013 and had still been there as of (B)(6) 2013, with pain "all over". The first lumbar/thoracic magnetic resonance imaging (MRI) was done on the day the patient was admitted to the hospital. As of (B)(6) 2013, a second MRI of the abdomen had been ordered and the reporter was told the pump was not working, for a reason unknown to the reporter. It was not known if there were any active alarms. It was later reported that the patient started to experience an increase in low back pain, and the reporter was unsure of when the symptoms began but indicated the patient presented to the emergency room (ER) on (B)(6) 2013. The information conflicted with the previous information that the patient had been inpatient since (B)(6) 2013, thus it was not clear what the timeline was of the patient being hospitalized. The results of the previous MRI¿s were unknown to the reporter. The patient was reported as being stable and would follow up with the neurosurgical health care provider (hcp). Additional information has been requested, but was not available as of the date of this report.